Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The exposed svc (superior vena cava) and right ventricular (rv) defibrillation coils became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the physician attempted to place the right ventricular (rv) lead but when they pulled it out of the introducer, they observed the proximal portion of the superior vena cava (svc) coil moving. It was noted to be uncoiling or loosening and it seemed to move over the insulation. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.